Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where the system was explanted to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: t00005120.

Event description:
It was reported that the patient began experiencing pain at the ipg site and is not receiving effective therapy. As a result, surgical intervention may be undertaken to address the issue. It is unknow which lead was affected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.